Event description:
It was reported that during the implant procedure, the helix extended during advancement in the vein. This occurred using two different leads. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The lead was returned and analyzed. There were no anomalies found. The distal electrode end was covered in blood. (B)(4).